Event description:
A malfunction on the pump was reported by the caller, identified by the malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in executing the reset. Afterward, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reoccurred. The caller acknowledged and understood the instructions.